Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately eight months ago. Aneurysm morphology is unknown and vessel morphology was unremarkable. The patient returned for a follow-up and an angiogram was performed. The physician stated that a recent sonogram revealed an unknown type of endoleak. The patient was brought back a few weeks later and a CT was performed however there was no evidence of an endoleak. The physician performed an angiogram and there still was no evidence of an endoleak. The physician was being pro-active and there still was no evidence of an endoleak. The physician was being pro-active and elected to implant a 16x5x5 iliac limb in the ipsilateral limb of the bifurcated stent graft. The final angiogram was fine. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Endoleak. Unable to detect what type of endoleak.